Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The probable root cause is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. Additional observation(s) not reported by site: the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The probable root cause is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The probable root cause is attributed to component susceptibility through external collisions, during use, or during reprocessing. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with severe cut(s) to the cable insulation. The damage was located at zone a near the integrated connector of the endoscope cable. The probable root cause is typically attributed to the user, such as improper handling of the cable during use or in reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The probable root cause for is typically attributed to component failure, such as material degradation. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The probable root cause of the camera instrument: distal cracked window is usually attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 0-degree endoscope plus laser was not coming on and could not be seen clearly through the scope. The procedure was completed with no reported injury.